Event description:
It was reported that there was concern that the impedance was dropping. Upon review, impedance measurements were found to be within normal range. The left ventricular (lv) lead was observed to have intermittent loss of capture. The patient was noted to be experiencing diaphragmatic stimulation. Troubleshooting options were discussed and recommended. Reprogramming efforts were performed. Further evaluation of the lv lead in the clinic was recommended. No additional adverse patient effects were reported. This product remains in service.

Event description:
It was reported that there was concern that the impedance was dropping. Upon review, impedance measurements were found to be within normal range. The left ventricular (lv) lead was observed to have intermittent loss of capture. The patient was noted to be experiencing diaphragmatic stimulation. Troubleshooting options were discussed and recommended. Reprogramming efforts were performed. Further evaluation of the lv lead in the clinic was recommended. Additional information received indicates high pacing impedance measurements and low amplitude was also noted. A new information received indicates that the lv lead exhibited high out of range pacing impedance measurements, which triggered to lead safety switch (lss) from bipolar to unipolar mode. Reprogramming efforts were performed. No additional adverse patient effects were reported. This product remains in service.

Event description:
It was reported that there was concern that the impedance was dropping. Upon review, impedance measurements were found to be within normal range. The left ventricular (lv) lead was observed to have intermittent loss of capture. The patient was noted to be experiencing diaphragmatic stimulation. Troubleshooting options were discussed and recommended. Reprogramming efforts were performed. Further evaluation of the lv lead in the clinic was recommended. Additional information received indicates high pacing impedance measurements and low amplitude was also noted. No additional adverse patient effects were reported. This product remains in service.